Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the system locked. The unit started to work again after rebooting the system. The timing of event is unknown. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system locked after 4 successful cases. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss instructed the customer to re-boot the system. The system functioned normally after being re-booted. The facility did not request service. The system was manufactured on september 28, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).